Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to the station. The technical support specialist (tss) informed that remote access to both the care fusion and application servers was unsuccessful. The tss noted that the station did not display a patient delay alert. It appeared that meditech was not sending data, causing timeouts on the servers. The customer agreed to update the case if meditech support required further assistance. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server new orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server new orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.